Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the flexible tip of the orchestra peeled off during the operation and was cut inside the patient.

Manufacturer narrative:
The device was received for evaluation with no labeling. The lot number was not confirmed. Upon investigation of the guide wire, it was confirmed that there was significant damage to the polyurethane jacket exposing the corewire at the distal end. No additional jacket damage was noted along the rest of the guide wire. On review of the manufacturing process for this wire, it was unlikely that the damage occurred during processing. The guidewire could not have been loaded into the hoop if the guide wire was kinked. The root cause could not be established; however, the damage is consistent with excessive force being applied to the wire.

Event description:
Additional information received further reported that the patient underwent a second procedure to remove the peeled section of the guidewire from the body. The guidewire had not been in contact with any sharp objects but had been in contact with the flexible ureterorenoscope. Laser was used in the renal pelvis, while the peeled part was located in the upper calyx, away from the laser beam.